Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of dissection is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use, as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (drca). The 2.25x23mm xience skypoint drug eluting stent (des) was advanced but failed to cross the anatomy. There was a possible dissection. No additional information was provided.